Manufacturer narrative:
Product analysis #(B)(4): equipment used: video inspection system (m-85519), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the echelon-10 micro catheter was returned for analysis within shipping box; within sealed plastic biohazard pouch; within an opened echelon-10 inner pouch and outside its returned dispenser tray. Visual inspection/damage location details: no damages or irregularities were found with the echelon-10 hub. Dried saline was found within the hub (figure c). No damages or irregularities were found with the echelon-10 micro catheter body. The distal tip and distal marker band were found flattened (figure d). Testing/analysis: the total length (measured up to the proximal marker band) was measured to be ~152.8 cm, and the usable length (up to the proximal marker band) was measured to be ~145.1 cm which is within specification (specification: total (ref) = 152 cm, usable: 144 cm ± 1.5 cm). Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ could not be confirmed, however, the micro catheter tip and distal marker band were found flattened. It is possible the damage occurred during production, upon opening the package and attempting to remove the product or after removing it from the package during flushing. In addition, if the tip protect was not squeezed during the removal of the tip, the tip could potentially have been stuck in the tip protector, causing it to become damaged during the removal. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a coil embolization of an aneurysm, the tip of an echelon microcatheter was found broken upon opening the consumables package. The package was not damaged and did not show evidence of tampering. The broken location was at the distal section. The procedure involved accessing the femoral artery, which had a diameter of 8 mm and normal vessel tortuosity. The catheter was prepared and flushed as indicated in the instructions for use. The broken catheter was replaced with a new one, and the surgery was performed. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.